Manufacturer narrative:
On 08/23/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Power cord was not sitting properly into the computer. Medtronic representative found that the power cord was strained where it connects to the isolation transformer. The cable was adjusted to provide enough slack, and re-seated the cable into the transformer allowing it to work properly. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in an ear, nose & throat (ent) procedure, the site's navigation system powered-off unexpectedly. The site stated that they manipulated the power cable and the navigation system turned back on. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight approximated to be (B)(6).